Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr xl, reason for revision: unknown. Please note that this patient is deceased. Date of death is (B)(6) 2014. Update: (B)(6) 2014 - corrected patients name to (B)(6) attached new alert. Update: (B)(6) 2014 - added expiry dates to the cup and head and manufacturing date, expiry date and lot numbers to the stem and the sleeve. Lot number for the stem is incorrect (2327936) however lot number 2327926 matches so have used that.

Event description:
Asr revision, asr xl, reason for revision: unknown. Please note that this patient is deceased. Date of death is (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.